Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) indicating the fall and hematoma was not device related, and the issue had since been resolved. There were no device issues known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The issue occurred in 2004 or 2005. There were no device issues known.

Manufacturer narrative:
Outcomes attributed to adverse events: other: hematoma. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient fell on the steps and went down on all fours, by the time their family could get them up the stairs they were showing an inability to move and were completely vegetative and continued to get worse. Because of the fall, the patient got a CT scan which showed a subdural hematoma blood clot. No further complications were reported as a result of this event.